Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service department evaluated the device and identified the following: the device was returned as used with yellow tube joint being moved toward the handle boot. Visual inspection as received condition found that the whole clip (clip pipe and clip arm) was missing from distal end, and not returned. Observed there was no physical damage on the entire working length as its coil sheath and j hook appeared to be intact. The control section is operational. The slider could be pushed or pulled smoothly without restriction. Also, the j hook would rotate while rotating the control section. Based on the evaluation findings, the device is functional as intended except its clip already deployed and not returned. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00023.

Event description:
The customer reported to olympus, during a therapeutic colonoscopy with polypectomy, the clip fell apart inside the patient. The clip and spring came off of the sheath with the metal case and mucous membrane. According to the image provided by the customer, it appears as thought the clip pipe is what fell into the patient's colon and was not retrieved. There are not any plans to retrieve the device from the patient with the intention the patient would pass it (with stool). The technician who assisted with clip deployment stated, "the clip looked fine when came out the scope. Once it was positioned and closed on a defect, it made a different noise than usual and it had no tactic feel of a clip deployment, once the handle was closed all the way. Then the handle was opened and the clip came off the sheath and off the mucous. The intended procedure was completed successfully with a similar device. It is unknown if there was a procedural delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following mechanism: 1. Due to the structure of the product, there was a state in which the clearance between the claw and hook was large due to the workmanship of the claw and hook, and a rotational force was applied to the hook in that state, causing the claw and hook to become disconnected. 2. The tissue was grasped in the state of 1. 3. The load was applied to the claws and the hook when the tissue was grasped, and the mating of the claws and the hook became disconnected. The instruction manual (drawing number: gk8315, revision number: 07) contains no description related to the reported phenomenon.